Event description:
Customer reported a potassium supplement was hung as a secondary to infuse over four hours. Thirty five minutes later the nurse noted the potassium bag was empty and the primary bag contained more fluid than expected. Biomed is investigating the pump system. The primary bag of 0.9% normal saline was tested by the lab for the presence of potassium and tested positive. They repeated the patient's serum potassium level to determine if the patient received the supplement. Pre infusion the potassium level was 3.0, post infusion the potassium level was 3.1. No further patient/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the eval has been completed.